Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that during follow up, the physician identified a limb occlusion. The cause is unknown. The physician performed an intervention where a possis angio-jet was performed and the limb was re-opened. No additional clinical sequelae were reported and the patient is being monitored by the physician.